Event description:
This spontaneous report of a non-serious, unlabeled event (herpes zoster) is being submitted as a 10-day report as a result of additional info received on 5/30/2007. Info was received from a physician regarding an adult female pt, who received injections of restylane (injectable dermal filler) into the right and left nasolabial folds (0.5 ml each side) in 2007. Lidocaine with epinephrine was administered as an anesthetic pre-procedure. Add'l procedures performed at the time of restylane treatment include botox (botulinum toxin type a) injections into the glabella. The pt's medical history included a "long history" of herpes simplex virus outbreaks in the perioral area for which she received prophylactic treatment with valtrex (valacyclovir) prior to receiving previous aesthetic treatments, including restylane. The pt experienced no adverse events following previous treatment with restylane. She was taking no concomitant medications despite having been prescribed prophylactic valtrex therapy prior to receiving restylane injections on the same day. On the day of the event, the pt presented to her physician with an indurated, mottled, purplish, and painful right nasolabial fold. Over the course of the next several days, the pt developed "exposed whiteheads and exposed vesicles" in the affected area. She was treated with valtrex 500 mg twice daily and biaxin (clarithromycin) 250 mg twice daily. On examination five days later, the physician noted that while the pt's symptoms appeared to be improving, 3 crusty, fluid-filled vesicles and a "streak" were present on her right cheek. The pt was referred to a dermatologist, who confirmed a diagnosis of herpes zoster (herpes zoster). As of the following two days later, the pt's symptoms persisted. Neither the restylane lot number nor expiration date was reported.